Event description:
The devices were implanted in 1999. The surgeon reported that x-rays indicated the tibia and come loose and was uncomfortable. He also reported that the tibial component appeared to be offset. The devices were revised due to the tibia coming loose and being uncomfortable, and possible bone degeneration. Explant date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.